Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the customer was in coma and unresponsive. It was stated that the customer was treated with an insulin drip since she was admitted. It was stated that the insulin pump was disconnected and the battery was removed from the insulin pump. It was stated that it is unk if the insulin pump was not working properly or if she was trying to commit a suicide at the time she was found. It was stated that the day when she was found, she had received less insulin than other prior days. It was stated that she programmed a bolus of 12.22 units through the morning plus the basals were running through out the day for a total of 15.52 units. No further info was provided.